Event description:
Received information that while the stimulation was turned on the patient felt a shocking or jolting sensation and a loss of therapeutic effect. Patient noticed a return of tremors and shocking near the lead/extension connection site. There was no known accident related to this complaint, however, the patient did have exploratory surgery and damage was found on the lead itself though not replaced per surgery operative note. The ins was currently turned off. The hcp would prefer a revision rather than reprogramming. Additional information stated the physician explored the connection and could not find anything wrong. After she explored the site, the impedance checks were all under 2000 ohms except for electrode 2. The physician was able to reprogram the patient successfully. Unfortunately that lasted about one week and the patient was back with a bad tremor and unable to program the stimulator. The impedance checks were fine except for electrodes 0, 2 and 3 which were >2000 ohms. Further information reported the last effective settings were case +2 negative, 3.3 v, 90 pw, rate 185. The implant is a left stn for parkinson's. No trauma, although the patient wears a soft CPAP strap over the connection site. The connection site was explored by the physician who didn't think there was a problem at the site. The patient was able to be programmed shortly after that. About 2 weeks after programming, the patient returned with a complaint of "tingling" at the connection site. Therapy impedance when programmed successfully was 888 ohms. Impedances showed all pairs <2000 expect 0 and 1, 0 and 2 which were > 2000 ohms. Hcp felt the lead needed to be replaced, but they are reluctant to send the patient to surgery if it is not necessary.

Manufacturer narrative:
(B)(4).